Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report an issue observed with the chloride (cl) quality control (qc) and discordant results with several patient samples. The customer stated that the system was washed and the chloride (cl) qc was out of range greater than 3 standard deviations. The customer also stated that qc was within the mean after a coefficient of variation check was performed, and they primed and recalibrated the instrument. The customer repeated qc later that day, resulting in a 3 standard deviation. The customer stated they have performed maintenance and found no salt build up in the dilution bowl or the waste. Ccc instructed the customer to replace the original sensor electrode with a new one. The customer ran calibration and qc, resulting within range. The cause of the discordant, falsely elevated chloride results was due to an electrode issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated chloride (cl) results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The corrected results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the discordant cl results.